Event description:
Reporter indicated that patient presented to office for routine visit where high lead impedance was obtained on a normal mode diagnostics test. At a subsequent office visit high lead impedance was additionally obtained on a system diagnostics test, indicating a suspected lead malfunction. Patient x-rays were reviewed by both physician and manufacturer, with no anomalies noted. Good faith attempts to obtain further information have been made.

Manufacturer narrative:
X-rays reviewed by manufacturer and physician. No anomalies noted by manufacturer or physician in x-ray review. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.